Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted, concurrently with a tvh/bso, repliform graft placement for anterior and posterior vaginal wall repair, cystoscopy due to sui, complete uterovaginal prolapse, cystocele. The patient experienced pain, erosion, infection, urinary problems, dyspareunia and vaginal scarring. The patient underwent a mesh explant on (B)(6) 2012 due to eroded mesh. It was reported that patient underwent a hysterectomy in 2008. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted into the patient. It is also reported that the patient experienced pain, discomfort, pressure, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, bleeding, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.